Manufacturer narrative:
(B)(4) d11 - list of associated devices: aura ii hip ha coated right size 7, reference p0126h07, batch 0000156214, medwatch 3006946279-2020-00086-1, alize ii cup ha 58, reference p0407h58, batch 0000118965, medwatch 3006946279-2020-00087-1, alize ii liner s58 d28, reference p0502006, batch 0000057172, medwatch 3006946279-2020-00090-1. This follow-up report is being submitted to relay additional information. No x-ray provided, no surgical notes. Product not returned. Therefore, the reported event could not be confirmed. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the sterilization certificate could not be performed as this document was not available. A complaint extract was done regarding revision due to infection: 1 complaint (1 product), this one included, has been recorded on stainless steel femoral head d28, reference p0201l28, from january 01, 2017 to october 02, 2020. 1 complaint (1 product), this one included, has been recorded on stainless steel femoral head d28, reference p0201l28, batch 0000157149. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that over data from njr (national joint registry - UK) : review the performance of implants following a review of the data conducted in march 2019 on aura ii, on 304 primaries surgeries, 33 have been revised during the first year postoperative. This complaint is related to revision due to infection: it was reported that a patient underwent revision (hip, right) due to infection, 6 months after implantation. The cup, the liner, the head and the stem were removed.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that over data from (B)(6): review the performance of implants following a review of the data conducted in (B)(6) 2019 on aura ii, on 304 primaries surgeries, 33 have been revised during the first year postoperative. This complaint is related to revision due to infection: it was reported that a patient underwent revision (hip, right) due to infection, 6 months after implantation. The cup, the liner, the head and the stem were removed.